Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a blue fluid leak below the left side of the lh780 analytical station while performing startup. The volume of the leak was approximately 50 ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the source of the leak was the tubing at pinch valve 61 (pv61). Fse replaced the tubing and this resolved the issue. No further leaks were reported.